Manufacturer narrative:
The product is a single use product. The lot number of the device involved is unk, therefore it is not possible to determine if a device of the same lot number is in stock. The device involved in the complaint was not returned for eval. A document based investigation was carried out with the info provided. It is not possible to determine why the stent migrated as we are unable to replicate the conditions of use in the laboratory. Prior to distribution, all (B)(4) devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the mfg records could not be conducted as the device lot number is unk. No corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Complaints of this nature will continue to be monitored. A review of the 2-yr complaint history for this product family was conducted. This type of report represents a rare occurrence. The instructions for use warn the user that migration is a potential complication of this procedure.

Event description:
A female pt in her (B)(6)'s with esophageal cancer, had an evolution esophageal stent system placed. It is believed the stent migrated proximally while she was vomiting (B)(6) weeks after placement. The stent was removed.